Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached and with evidence of full deployment. Microscopic examination was performed, and it was found that evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of "clip failure to release from catheter" was not confirmed. Investigation found that the device was returned with the clip assembly returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for gastrointestinal bleed performed on (B)(6) 2025. During the procedure, the clip would not deploy off of catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for gastrointestinal bleed performed on (B)(6) 2025. During the procedure, the clip would not deploy off of catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts. Correction on february 19,2026. There was no grasp and no locking onto tissue. The user only felt the snap during deployment, and that snap is associated with the grasping mechanism.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter. Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached and with evidence of full deployment. Microscopic examination was performed, and it was found that evidence of full deployment. Dimensional analysis was performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of "clip failure to release from catheter" was not confirmed. Investigation found that the device was returned with the clip assembly returned fully deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. Block h2: correction: block b5 (describe event or problem), block h6 (device codes) and block h10 (additional MFR narrative).

Manufacturer narrative:
Block h11: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached and with evidence of full deployment. Microscopic examination was performed, and it was found that evidence of full deployment. No other problems with the device were noted. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported event of "clip failure to engage target tissue" was not confirmed. The device was returned with the clip assembly fully detached, which made the device unable for functional testing. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem. Block h2: correction block h6 (device codes) have been updated to code for failure to engage target tissue. Block h10 (additional MFR narrative).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for gastrointestinal bleed performed on (B)(6) 2025. During the procedure, the clip would not deploy off of catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts. Correction on february 19, 2026. There was no grasp and no locking onto tissue. The user only felt the snap during deployment, and that snap is associated with the grasping mechanism.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of the clip being unable to be released from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure for gastrointestinal bleed performed on (B)(6) 2025. During the procedure, the clip would not deploy off of catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.